Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 256 mg/dl and 116 mg/dl; 428 mg/dl and 105 mg/dl. Sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reports the pump is five months old. The ac/adt became hot and started smoking. No injuries were reported, and no damage to the outlet was noted.